Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure follow up CT identified a type ia endoleak with neck dilation. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.